Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving saline via an implantable pump. The pump was never filled with drug. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported that following pump implant the patient experienced some internal bleeding around the pump site. The patient was not taken to the hospital right away and "almost died". The patient was in the intensive care unit. It was believed that the pump was explanted but not ¿100%¿ certain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient has an infection around the pump site and that pump is being explanted (B)(6) 2017 to deal with the infection and the pump will be sent back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.